Manufacturer narrative:
The device was not returned to the manufacturer. The device was evaluated by a company rep while visiting the account. Visual examination of the product indicated that the event was most likely caused by the bur guard coming into contact with the nose cone of the drill during use. This contact can result in the bur guard overheating and melting.

Event description:
During an oral procedure, the pt sustained a third degree burn to the upper lip approx 3/4 inch in size. The burn was treated with a topical ointment and no scarring is expected. The procedure was completed with other equipment.